Event description:
As reported by the edwards field clinical specialist (fcs), during a transapical tavr procedure the 23mm valve was deployed in a too ventricular position (25:75) causing central and paravalvular leak. A second valve was implanted in order to mitigate the aortic insufficiency. Per report, the 23mm valve was inserted and deployed. Once the valve was deployed it was assessed using echocardiography and angiography at which time it was noticed that the valve had been deployed too ventricular. The team decided to implant a second valve 23mm valve. The second valve was prepped and deployed. Once again the valve was assessed and noticed to have been deployed in same location. The team decided that since there was only trace paravalvular leak there was no need for additional treatment. The sheath was removed and the thoracotomy was closed. The patient was then transferred to the ICU in stable condition. Per the report, the team was not sure what contributed to the valve movement during deployment. The pre-deployment position of the first valve was approximately 50:50. The degree of native valve, leaflet calcification was described as severe. Mitral annular calcification was mild. The coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was good; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 60%.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. In some cases, placement of the valve in a too ventricular position can contribute to native leaflet overhang and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium, and or malposition of the valve. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause for this event cannot be determined. It is possible a combination of patient and procedural factors [severe native valve/leaflet calcification, a slightly lower pre-deployment valve position than perhaps assessed on tee, native leaflet overhang] may have caused or contributed to these events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.